Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, was used as a place holder and (B)(6) was used as the state.

Event description:
It was reported that bd insyte autog bc wing needle retraction is 'hesitating'. The following information was provided by the initial reporter: account reported the following "one of the nurses brought (B)(4) eaches of the 20 g IV catheters that she has placed today with a complaint about the retraction process is "hesitating." Looking at the packaging it appears that they are all from the same lot #. Describe patient/hcp/user impact- no impact.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4222721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.